Event description:
It was reported that the tip of the 2mm upbiting micropituitary was broken during use in surgery. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual review and optical observation noted the superior dynamic jaw is bent to one side. No additional tip crack, fracture, or breakage was identified. The location, direction and amount of force required in order to bend the jaw, is consistent with lateral bend stress overload.